Event description:
The customer reported that the battery was not recognized in slot b.

Manufacturer narrative:
The customer reported that the battery was not recognized in slot b. A philips field support engineer evaluated the device at the customer site, but was unable to verify the reported symptom. Based on the customer report, we will consider this an intermittent malfunction. The battery pca was replaced to address the reported symptom, and the device passed all testing.